Event description:
It was reported that during a proctrectomy the device returned to prerun test automatically. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023 d4 batch #: x94t8g investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the received with nose cone slightly separate from the mid housing. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. No unexpected ready to pre run issues were observed at any time during the testing. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. However, no conclusion could be reached as to what could have caused this issue. A manufacturing record evaluation was performed for the finished device lot/batch number x94t8g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.